Event description:
Reporter noted unit suddently lost power, with smoke from the lower back part of the unit, at beginning of quadrant removal. Aborted case and transferred patient to another hospital to complete procedure. Patient doing reasonably well. Surgeon felt this could cause injury if it recurs. Subsequent cases cancelled.